Event description:
On (B)(6) 2012, the lay user/patient's wife contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was not powering on. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions and obtained/verified the following information. The patient informed the mss that his testing frequency is 3 times daily and manages his diabetes with novolog 70/30 insulin (2x/daily). The patient confirmed the alleged issue began on (B)(6) 2012 at 9am. At the time the alleged issue began, the patient did not take any action regarding his diabetes regimen. The patient confirmed he was shaking and was angry after the alleged issue began; which he associated as low blood sugar symptoms. In response to the symptoms, the patient confirmed he drank a glass of orange juice and within 3 minutes later, he felt better. According to the patient, he did not test on any other blood glucose device. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, there was no misused of the meter, and the correct test strips were used; however the power button and test strip insertion does not turn the meter on. The patient's wife was informed a new battery was required; however a new battery was not available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient's wife claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.